Event description:
A malfunction was reported, identified by a specific malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise, which the customer acknowledged and understood.